Event description:
Pt underwent insertion of realize gastric band-swedish band - 2008. Readmitted in 2009 with complaints of dysphagia and regurgitation of all oral intake. Gi work-up performed; no improvement in symptoms. Taken to or for removal of band; removed without incident. Post operative abdominal CT scan revealed the strain release was imbedded in the omentum. Decision made not to remove.